Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's spouse that the customer experienced low blood glucose. The customer also had a cold and was advised my health care provider that they back up the insulin. The customer's blood glucose at time of incident was 40mg/dl; current was 52mg/dl. Customer treated with glucose tablets. The customer has been experiencing low blood glucose for extended amount of time. The customer was advised to contact health care provider for settings and what is causing the blood glucose to drop.